Manufacturer narrative:
Destructive analysis of the pump, model# 8637-20, serial# (B)(4), found no new or additional anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was lethargic and experienced overdose symptoms. The patient was comatose. It was initially reported there was a possible pocket fill, and there were filling/aspiration difficulties. More specifically, it was initially reported there was a filling difficulty. It was later confirmed there was no evidence of a pocket fill, and there were no problems filling or aspirating the pump. The pump refill on (B)(6) 2015 was uneventful. The patient experienced increased sedation on (B)(6) 2015 and was hospitalized. The patient was placed in the intensive care unit (ICU). The patient was reprogrammed, and the pump was turned to minimum rate/minimum flow. The patient was given narcan. They responded to the narcan. The patient had not recovered, and their symptoms/issues were ongoing. The pump was checked on (B)(6) 2015. The pump was currently at minimum flow rate. The hcp felt the pump was overinfusing. The hcp aspirated less volume from the reservoir than expected. It was initially reported the health care provider (hcp) aspirated 16.5 ml of solution from the pump and re-injected the same. It was later reported the reservoir volume was unknown. The pump was replaced on (B)(6) 2015. There was no patient injury, and the patient recovered without sequela. The medications being delivered via the pump were baclofen, dilaudid, and bupivacaine.

Event description:
Additional information later received reported the patient was doing fine now.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. Product ID 8709, serial# (B)(4) implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undetermined cause. The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).